Manufacturer narrative:
Cont e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: visual analysis of the photographs identified: rupture: not observed openings on the device in the provided photos. Breast pain: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported "pain and prosthesis ruptured for right side." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as surgical damage. Pain: unable to observe, as it is not related to the device. Additional observation: stress marks observed, are assessed, as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "pain and prosthesis ruptured. For right side". Device has been explanted.